Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "softer nodules" and "granulomas that were harder" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: warnings: ¿ "injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days." Precautions ¿ "patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc." Adverse events: per table 1 and table 3: injection site responses by severity after initial treatment occurring in > 5% of treated subjects (n = 154) for possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Injection site responses by severity and duration after repeat treatment with juvéderm volbella® xc occurring in > 5% of treated subjects (n=123) include swelling, tenderness, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Post-market surveillance "the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact. In addition, two reports of blurry vision after injection into the periorbital area were received from postmarket surveillance for juvéderm volbella® xc used outside of the united states. Reported treatment included anti-inflammatories. The outcomes for these two reports were either ongoing or unknown at time of last contact (see warnings section)."

Event description:
Healthcare professional reported 6 weeks after injection, in the lips, with one syringe of juvéderm volbella® xc, the patient experienced softer nodules of product and "granulomas" that were harder at the injection site. Patient was treated 3 weeks after symptoms began with an injection of hyaluronidase. Patient was concomitantly taking ibuprofen. Healthcare professional told the patient to wait 1-1 ½ weeks for the symptoms to resolve. Healthcare professional stated that between the injection date and the date of occurrence, the patient started a new medication and they wondered if that may have something to do with the symptoms, but they did not know what the medication was or if it had anything to do with the symptoms. It is unknown if symptoms have resolved.